Event description:
Caller reported an intermittent occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer addressed the issue by changing the infusion set and cartridge and resuming insulin, leading to the resolution of the case without additional assistance being necessary.